Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a gap between a transfer set spike and cap. This was observed during use of the devices for peritoneal dialysis therapy, when using a non-baxter device to connect the transfer set to the cap. There was no report of patient injury or medical intervention associated with this event. No additional information is available.